Manufacturer narrative:
Additional information: d.9, h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post-accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test.the sound (noise) emitted from the cycler during the test treatment was normal. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. There were visual indications of fluid in hp2 tubing. The cause of the dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported fluid observed leaking from the left membrane of the cycler set¿s cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm two times during drain 2 of 2 and the treatment was cancelled. Patient stated noise occurred throughout setup, reporting that it has been occurring for about a year. It is unknown at which point in therapy the leak may have begun. Fluid leaked from a small puncture in the left membrane of the cycler set. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed the patient was unable to complete treatment following the event and went to the clinic to complete their pd therapy. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available and expected to be returned for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported fluid observed leaking from the left membrane of the cycler set¿s cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm two times during drain 2 of 2 and the treatment was cancelled. Patient stated noise occurred throughout setup, reporting that it has been occurring for about a year. It is unknown at which point in therapy the leak may have begun. Fluid leaked from a small puncture in the left membrane of the cycler set. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed the patient was unable to complete treatment following the event and went to the clinic to complete their pd therapy. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available and expected to be returned for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.